Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator was reading high values for the exhaled tidal volume. The patient was transferred to an alternate device. The patient was not harmed as a result of the event. This issue is under investigation.